Manufacturer narrative:
(B)(4).a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a no delivery alarm during a basal delivery. Customer's blood glucose was 124 mg/dl. She stated the issue was not resolved with an infusion set, site, or reservoir change. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.